Event description:
The reporter stated that the surgeon inserted a cc4204bf plate collamer lens. The lens was removed and a vitrectomy was performed. Additional information has been requested from the user facility, but none has been forth coming. If additional information is received a supplemental med watch shall be sent.